Event description:
It was reported that during the initial implant procedure, dislodgement of the right atrial (ra) lead occurred. The ra lead was repositioned, however, noise resulting in oversensing was noted on the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating inadequate capture and low pacing impedance were noted on the right atrial (ra) lead due to the dislodgement of the ra lead.

Manufacturer narrative:
The reported events were lead dislodgement, noise, high threshold and low lead impedance. As received, a complete lead was returned in one piece with the helix fully extended and extension length was within specification. The reported events of noise, high threshold and low lead impedance were not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.